Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that at approximately 2:30 p.m., she obtained blood glucose readings of 103 mg/dl with the contour® next gen meter and 58 mg/dl with the laboratory testing. The customer stated that she was feeling dizzy and consumed food, however, she did not associate the symptom with hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next gen (serial # (B)(6)) and contour® next test strips (lot # 4lheg43a) for evaluation. An in-house testing was performed with the returned meter and test strips using blood spiked with glucose at 133 mg/dl and 65 mg/dl, as determined by ysi instrument in five replicates each. All tests recovered within the fit-for-use limits.